Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, search for similar complaints, a review of tracking and trending data, a review of performance, and product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse trends. No non--conformances or deviations were identified. Retained file kits of architect anti-hcv reagent lot numbers 94361li00 and 95367li00 were tested in a control setup. The two lot numbers were calibrated on three instruments and the calibrations met instrument specifications. All control values met control specifications. A review of the data showed that sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient information, patient identifier: multiple = sid (B)(6), sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported anti-hcv controls out of range low when processing on the architect i2000sr. The customer tested two archived patient samples with reagent lot 95367li00 and the results were (B)(6) (sid (B)(6)) and (B)(6) (sid (B)(6)). Primary results from a different lot (lot 92114li00) were provided for these two samples: sid (B)(6): primary result was from (B)(6) 2018 (B)(6). Sid (B)(6): primary result was from (B)(6) 2018 (B)(6). No impact to patient management was reported.